Event description:
Customer's family member called to report the reservoir door was opened on the patient's pump and the reservoir fell out delivering 145u into the patient while connected. Customer's family member declined to perform any troubleshooting.